Event description:
On april 19th 2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the decedent received heparin during dialysis treatments in 2007. Shortly thereafter, he began to experience symptoms consistent with the adverse reactions associated with contaminated heparin reported to and being investigated by the FDA and others. Upon information and belief, on at least one occasion, the heparin administered to decedent was a contaminated heparin product. She passed on at about 4 months later.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.